Event description:
Baxter affiliate reported 1 incident of "one of the two occluder feet in the miniset twist transfer set broke" during patient use. Per affiliate, the patient was treated prophylactically with gentamicin (dosage unknown) and no patient injury was associated with this incident.